Event description:
It was reported the pump and pump segment of the catheter were explanted. It was stated the catheter broke on the proximal segment and there was a progressive loss of efficacy. It was stated the explant of the distal segment of the catheter proved to be difficult, so it was kept in place. It was noted that x-rays were performed. It was stated the x-rays showed a little loss in correspondence to the pump segment, so they planned a system revision. It was reported that health care providers (hcp) found liquid in the pump pocket in (B)(6) 2013, and the issue was not resolved with the surgical revision of the pocket. It was noted they started an antibiotic therapy, and a therapy with negative ¿pression¿ for the wound secreting with pus. It was reported the system was not replaced due to a suspected pocket infection. It was noted there was less than 50% therapy relief at the catheter track. The patient status was noted as alive with no injury. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments. (B)(4).